Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a j&j sales representative. Additional narrative: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspections revealed that the shaft part of the device was slightly bent. The surface of the device and the tip shows wear marks indicating that heavily use. It was tried to disassemble and assemble; as a result, there was slight resistance. The condition of the shaft might have contributed to this issue reported. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the visual inspection of the device, this complaint can be confirmed. The possible root cause for the reported failure can be related to the wear and tear of the device. As per IFU, do not use a damaged or defective endoscope. Inspect the endoscope prior to each examination or procedure and before sterilization based on the instructions in this document; it is important to check the shaft for bending, scratches, dents, corrosion, pitting, or other surface irregularities. Do not hold the endoscope by its shaft; this may cause damage and do not bend the endoscope or subject the endoscope to impact. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. UDI: (B)(4).

Event description:
It was reported from the sales rep that the obt_button_4.0 device was difficult to take apart. During an in-house engineering evaluation, it was determined that the device was deformed/bent. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.